Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had recharge difficulty and abnormal depletion. The cause was not known and it was unknown if it was resolved.

Event description:
Additional information was received from the patient (pt). They reported that they called because the device they hold when they go to charge would stop, so they were sent a new device and it has ben okay so far. Pt's concern was that they did not have a card or medtronic's number. Pt noted the cause of the charging issues were that the device would not stay on recharge or when they were recharging, it would turn off. Pt called medtronic and was sent a new controller and they put in the battery, but was not sure if they programmed it right. The issue has been resolved. Pt noted they needed a card and a number to call if they have further issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.